Event description:
Complainant alleged that during a routine check of the device by the zoll sales rep, there was no power up of the unit. The complainant indicated that there was pt involvement in the reported malfunction.